Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, resulting in a lead safety switch (lss) when programmed in bipolar. Subsequently, this rv lead was surgically abandoned during a device generator changeout procedure. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.